Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of cardiac arrhythmia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The patient remains ongoing on the device and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experience cardiac arrhythmias and was admitted after recurrent implantable cardioverter-defibrillator (ICD) shocks, recurrent fatigue, and shortness of breath with exertion. The patient was started on oral amiodarone the week prior and took an additional loading dose over the weekend. A series of amiodarone IV adjustments were made over the hospital stay. The ICD was reprogrammed with slower ventricular tachycardia (vt), mid fast vt and ventricular fibrillation (vf). The lower zone was reduced to rate limit 70 to minimize arrhythmia triggering. There were no further shocks on (B)(6) 2019 and the patient was discharged home.